Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent on (B)(6) 2018. During the initial procedure, the contralateral limb did not fully deploy and appeared constrained at the bifurcation of the graft. After ballooning (pta), the stent recoiled but the flow through the graft appeared robust. The patient presented emergently one (1) month post-op with a cold leg and a thrombosed right iliac limb of the afx graft. The physician elected to treat the patient by lysis and implanting bilateral "kissing" stents on (B)(6) 2018, which successfully restored flow. The patient is doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of stent buckling of the right iliac limb. There was unsubstantial evidence to support the reported event of occlusion within the stent and ischemia of the lower leg. Device, user or procedure relatedness cannot be determined. Procedure related harms cannot be determined. The patient was reported as doing well post intervention. No contributing factors could be determined. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.